Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro drug-eluting stent system was selected for use. Outside the patients body the stent dislodged from the balloon.

Manufacturer narrative:
Combination product: yes. The returned instrument was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned instrument revealed that the balloon is well folded and shows no signs of inflation. Stent imprints are visible on the balloon surface, indicating that the stent was initially crimped in between the two radiopaque markers. The stent was returned on the transportation wire and is deformed (i.e. Pinched) at its distal end. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations, no manufacturing or material related root cause could be determined. The root cause is most likely related to the handling during the preparations for the intervention. It should be noted that the IFU advises the user to pull at the very distal end of the protector to avoid dislocation of the stent.